Event description:
Patient was revised due to loose bolt. Troch screw and bone plate used along with bone grafting during primary surgery. The bone grafting was successful so no products needed to be replaced. Revision was for removal only.